Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
F10. Device code: 3191 - host tissue/pannus h3. Device evaluation: customer reports of degeneration and thickened leaflets were confirmed through observed calcification and host tissue overgrowth. Leaflet tears in the as received condition will contribute to regurgitation. Commissures 2 and 3 appeared bent inward. X-ray demonstrated heavy calcification was observed on all three leaflets. As received, extrinsic calcific deposits were noted on the free margins of all three leaflets. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflet 1 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow and outflow aspect. Leaflet 1 had a 5 mm non-transmural tear on the inflow aspect cusp and a tear approximately 3mm x 7mm at the free margin near commissure 2. Leaflet 2 had a 2 mm tear at the free margin near commissure 2. Calcification was evident near the tears. Leaflets 1 and 2 were thickened and swollen at the free margins near the commissures and at the tears. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed wireform on the inflow aspect with sewing ring fragment still attached. Wireform was exposed around leaflet 1 and leaflet 2 on the outflow aspect. Suture threads remained attached to the residual sewing ring around the valve. H10. Additional manufacturer narrative: updated sections d4 (expiration date), f10, h3, h4, and h6. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 33mm valve was explanted from the mitral position after an implant duration of 6 years and 5 months due to degeneration leading to severe regurgitation thickened leaflets with gradients of 19/32 mmhg.